Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order (po) of the device were reviewed and no deviations or non- conformance reports (nc) associated to this po were found. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zct300 22.5 diopter was explanted from the patient's right eye (od) as the toric lens dislodged and due to anatomical issue. It was indicated that the lens was implanted in a 14 year old male. The original surgery was performed by the first doctor. Based on the recommendation of the anesthesiologist, the patient was referred to another facility for patient's second eye surgery in order to receive general anesthesia. Upon consult with the other doctor, it was noted a part of the lens had moved into the anterior chamber. According to the surgeon the patients tissue was too soft to have a toric posterior (pc) lens replaced, but rather had to have a pc lens sutured in. The replacement lens model and diopter was not provided. There was noted that there was no patient injury and that the patient is doing well. The device is not available for return. No additional information was provided.